Event description:
The pt stated that she observed an e4 (occlusion) error displayed on her infusion device. She also noted that she had recently replaced her insulin cartridge and adapter. She stated that blood glucose level increased to 400 mg/dl around the time the occlusion alarm occurred. Her target blood glucose level was reported as "below 250 mg/dl". She reported symptoms of "insomnia and thirst" related to her elevated blood glucose. To reduce her blood glucose level, she administered 4 units of "apidra" by injection. She stated that she over bolused and blood glucose decreased to 29 mg/dl. She noted that she suffers from "hypoglycemic unawareness", thus she has no symptoms of low blood glucose. To correct her low blood glucose level, she stated that she "ate something". She replaced the insulin cartridge and adapter, and did not observe an add'l e4 (occlusion) error code. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.